Event description:
Event description guidant received information that this implantable lead exhibited oversensing and loss of capture. The patient is pacer dependant, and pacing inhibition was noted. Additional information was received stating the lead was explanted and replaced with a competitor's product.